Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The following information was requested, but unavailable: what was the indication for the procedure? How many clip were placed on the patient side and specimen side? Were there any issues noted in regards to the device performance or clip formation during the procedure? How was the bleeding identified? Was the site of bleeding identified during the re-operation? Was the re-op a laparoscopic or open procedure? During re-op were clips seen? Were the clips still in place? How was the bleeding addressed during the operations? What was the amount of blood loss? Was a blood transfusion performed? What is the current patient status?

Event description:
It was reported that during a cholecystectomy procedure, following an initial procedure performed on (B)(6) that went very well. The patient came back on (B)(6) and was transferred to the intensive care unit because of an internal bleeding because two clips did not hold. There was a reoperation.